Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the customer loaded the cartridge with 150 units of insulin and the insulin gauge displayed as 60 units. The customer declined to provide further information and declined further troubleshooting. Customer's blood glucose at the time of the report was approximately 480 mg/dl.